Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated bleeding occurred the day the sensor was inserted and was taken to the hospital and medical glue was applied to the site. The patient stated she was taking xarelto (blood thinner). She was feeling normal at the time of the report. No additional patient or event information is available.